Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the fracture of the universal cord outer tube was caused by a failure of the universal cord; the dented insertion tube resulted from a failure of the outer tube; the chipped light guide fiber glass was due to a failure of the distal end cover glass; and the interruption and weakening of the light guide bundle at the distal and posterior ends were caused by a failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited a fracture of the universal cord outer tube, a dented insertion tube, chipped light guide fiber glass, and an interrupted and weakened light guide bundle; there was no patient involvement.